Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # (B)(4). The device was manufactured between 31may2019 and 03jun2019. The device was received for evaluation. Visual inspection noted evidence of leak. The cause of leak was due to the tubing detached at the solvent-bonded junction of the stressmember. The entire tubing line was detached from the solvent-bonded area of the stressmember. Microscopic examination showed trace of solvent on the tubing. The cause of the event was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume infusor leaked after filling. The leak was due to the administration tube came off the stress member. There was no patient involvement. No additional information is available.